Event description:
Reporter states in user facility report that the respiratory therapist was changing a nasal continuous positive airway pressure (ncpap) set up on a pt. The therapist squeezed the sterile water for inhalation, usp solution bag causing water to forcefully exit the tubing and enter the pt's nose. The pt required suctioning the fio2 increased in unspecified increments over the nhext several days to 42% then slowly weaned down to a baseline of 28% 4 days post event. Reportedly the pt is currently in the hospital. However, reporter states the pt's hospitalization was not prolonged.